Event description:
It was reported that during a total gastrectomy, some staples of the distal part were unformed when the device was used on the blind end after anastomosis between the esophagus and the jejunum with circular stapler. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.